Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. There was no patient injury or medical intervention reported in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). The reported problem was not verified/duplicated; sample ran on homechoice machine with no issues/alarms. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.